Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and it was also reported that the customer reported a loss of communication between the transmitter and the pump. Sensor updating or sg unavailable, and a lost sensor alarm. The customer reported a blood glucose value of 442 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved products mmt-7841zn, mmt-386a, mmt-7040b, mmt-1884l, and mmt-332a. The troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer declined to continue with troubleshooting. Customer reports receiving a sensor updating/sg value not available alert. It is advised to replace the sensor as the behaviour has been occurring for longer than 3 hours. A confirmed transmitter serial number was programmed in the manage devices screen. Insulin pump was in the process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-386a. No product return is required for mmt-7040b. No product return is required for mmt-1884l. No product return is required for mmt-332a.